Event description:
It was reported that cardiac index dropped 1.2, patient was stable. Monitor was turned off and back on and cardiac index was 0.8 - 1.0. It was further stated that there were no alarm messages on the screen. After one hour cardiac index resumed to normal range. No patient complications were reported.

Manufacturer narrative:
Device not returned.